Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
After 1 month and 1 week of use, the tubular unsealed out of its proximal hub. There was a leak and the catheter was replaced. The patient did require an additional procedures for replacement of the device. According to the initial reporter, the patient did not experience any other adverse effects due to this occurrence.